Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for further review of this pacemaker presenting electrogram (egm) due to noise observed in atrial tachy response (atr) episodes. Upon review, ts observed farfield oversensing noise from r waves and ventricular pacing on the presenting egm. Ts discussed programming optimization options with the hcp. At this time, the pacemaker remains in service. No adverse patient effects were reported.